Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests with no anomalies observed. It was noted the battery returned with device measured 3.78 volts no load. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not be turned on. The epg was returned for repair. There was no patient involvement.